Manufacturer narrative:
Medical product: unknown stem hip impl win gen; item# unknown; lot# unknown. Unknown bearing hip impl win gen; item# unknown; lot# unknown. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side and experiencing difficulty in walking, cognitive impairment, attention deficit and severe tinnitus. Also regular headaches, loss of memory and vision disturbances.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the product was implanted on unknown date and the patient is experiencing difficulty in walking, cognitive impairment, attention deficit and severe tinnitus. Also regular headaches, loss of memory and vision disturbances. Since 2012 the patient's balance is affected followed by sudden, serious and several falls. As a result of the falls the patient's shoulder ligaments had torn, damaged both knees and broken nose. The loss of muscle mass on left hip and thigh is very noticeable and doesn't seem to respond to exercise of physio. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. Conclusion: it was reported that the product was implanted on unknown date and the patient is experiencing difficulty in walking, cognitive impairment, attention deficit and severe tinnitus. Also regular headaches, loss of memory and vision disturbances. Since 2012 the patient's balance is affected followed by sudden, serious and several falls. As a result of the falls the patient's shoulder ligaments had torn, damaged both knees and broken nose. The loss of muscle mass on left hip and thigh is very noticeable and doesn't seem to respond to exercise of physio. Neither x-rays, operative notes, office visit notes, nor devices or photos of the devices were received; therefore, the condition of the components is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The investigation did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.